Event description:
A review of a literature article, "robot-assisted versus conventional laparoscopic hysterectomy in endometrial cancer: an observational study in a french tertiary teaching hospital at the beginning of the learning curve," was performed. In this single-center retrospective study, the article highlighted several intraoperative and postoperative complications associated with robot-assisted laparoscopic (ral) surgeries. In the ral group, intraoperative complications included urinary tract wound, vascular wound, and vaginal wound, while postoperative complications during the initial hospital stay included eventration, acute pyelonephritis, hematoma, abscess, and ileus. Five patients required surgical revision, primarily for eventration or hematoma, and one patient with obesity experienced septic shock after evisceration and needed intensive care. Additionally, during a 3-month follow-up, the ral group had a higher rate of unplanned gynecologic consultations (18.5% vs 3.6% in conventional laparoscopy) due to issues like vaginal bleeding, hematoma, pain, abscess, and occlusion. Per the author, no adverse events reported in this publication were linked to the da vinci system. There were no specific da vinci device malfunctions reported.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: bajeux, e., hamonic, s., brunet-houdard, s., timoh, k. N., dion, l., guecheff, a., & lavoue, v. (2025). Robot-assisted versus conventional laparoscopic hysterectomy in endometrial cancer: an observational study in a french tertiary teaching hospital at the beginning of the learning curve. Journal of gynecology obstetrics and human reproduction, 102917. Https://doi.org/10.1016/j.jogoh.2025.102917.